Event description:
Follow-up identified the patient underwent an scs explant. The explant date is unknown at this time. The abbott representative was not made aware of the explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. The patient last charged approximately 6 weeks prior. The patient has an appointment with a neurosurgeon to discuss a possible revision.

Event description:
Follow-up identified the patient's system explant occurred on (B)(6) 2017.